Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient recently had a lumbar surgery, a fusion of l5 and s1, on (B)(6) 2016. It was noted that the procedure was not due to a problem with the device or therapy. The hcp reported that the patient's spinal cord stimulator (scs) system was dysfunctional and that the patient's chief complaint was pain radiating down their legs bilaterally, as well as numbness and tingling. It is unknown when the symptoms began. Indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.